Event description:
Event description cpi received information that this selute lead dislodged. The physician performed an invasive procedure to reposition the lead; however, during the procedure, the lead was damaged. The physician elected to explant the lead.